Event description:
Additional information received indicating that there was also difficulty to extend the lead helix observed during the event.

Manufacturer narrative:
The reported events were helix mechanism issue and failure to capture. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination found the helix was retracted and clogged with blood/tissue. X-ray examination found the inner coil in the connector region was over torqued due to procedural damage. After cutting the lead, cleaning and applying torque directly to the inner coil, the helix was able to extend and retract. The measured full helix extension length was within specification. The reported event of failure to capture was not confirmed. An internal short was found due to the over torqued inner coil in the connector region consistent with damage occurring at the time of procedure. The cause of the reported event of helix mechanism issue was due to the over torqued inner coil in the connector region and the helix/inner coil clogged with blood/tissue.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
During an in-clinic follow up, loss of capture was noted on the right ventricular (rv) lead. Fluoroscopic imaging was conducted but it was unremarkable. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.